Manufacturer narrative:
(B)(4).

Event description:
It was reported "monday on (B)(6) 2025, we were prepping a swan-ganz with the provided swan cover from the teleflex kit, the balloon was ruptured. Another swan was opened, and the same thing happened. A 3rd swan was opened and they used a spare cover and it was fine. Not sure of the cause was the cover or the swans balloons." There was no patient harm or injury. No medical intervention required. The patient is currently in recovery.

Manufacturer narrative:
(B)(4) the customer returned one cath-gard for evaluation. The reported swan-ganz catheter was not returned. Signs of use were observed. The inner diameter of the proximal housing measured 0.120", which is within specification limits of 0.120"-0.130" per the housing graphic. The inner diameter of the distal housing measured 0.120" , which is within specifications of 0.120"-0.130" per the housing graphic. The cath-gard was functionally tested with a lab inventory 7.5fr and 8fr swan-ganz catheter per the instructions for use (IFU). The IFU provided with this kit states, "insert tip of desired catheter through proximal end of catheter contamination shield. Advance catheter through tubing and hub at other end. Slide entire catheter contamination shield to proximal end of catheter." Both the 7.5fr and 8fr swan-ganz catheters were able to advance through the cath-gard with no issues. When the housings of the cath-gard were turned to the locking position, the swan-ganz catheters were unable to slide within the cath-gard. The customer provided three potential lots: 36f25b0002, 33f24k0868, and 33f24j0470. Lots 36f25b0002 (and 33f25b0002) and 33f24k0868 do not exist for finished good cdc-21242-x1a; therefore, 33f24j0470 will be reviewed. A device history record review was performed based on 33f24j0470, and no relevant findings were identified. The product lidstock was reviewed as part of this complaint investigation. It states, "for use with 7.5 - 8 fr. Catheters." The IFU provided with this kit warns the user, "do not inflate balloon prior to insertion through catheter contamination shield to minimize the risk of balloon damage." The complaint of a cath-gard damaging the inserted catheter was not confirmed through complaint investigation of the returned sample. The reported swan-ganz catheter was not returned. The returned cath-gard passed all relevant dimensional and functional testing. A device history record review was performed based on a potential lot, and no relevant findings were identified. Based on the sample returned, no defects or anomalies were detected on the cath-gard, but the reported swan-ganz catheter was not returned; therefore, the root cause cannot be determined at this time. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
It was reported "monday (B)(6) 2025 we were prepping a swan-ganz with the provided swan cover from the teleflex kit; the ballon was ruptured. Another swan was opened, and the same thing happened. A 3rd swan was opened and they used a spare cover and it was fine. Not sure of the cause was the cover or the swans balloons." There was no patient harm or injury. No medical intervention required. The patient is currently in recovery.